Manufacturer narrative:
No evidence of fire to transformer.

Event description:
Consumer alleges the transformer caught on fire.

Event description:
Consumer alleges the transformer caught on fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.